Event description:
Information received from the field notes that during a routine follow-up, the patient reported no symptoms but as interrogation of the device began, the patient's rate dropped and he had a syncopal spell. When emergency vvi was pressed, the rate went back to 70 ppm and the syncopal spell passed. The device was subsequently replaced.